Manufacturer narrative:
H10: further clarification was received indicating that the cause of the reported condition was due to a user related issue further described as ¿the nurse did not open the valve". Therefore, a baxter elastomeric pump is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump underinfused medication to the patient. The device was filled with piperacillin/tazobactam 13.5g in 230ml sodium chloride 0.9%. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.